Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmissions. Upon interrogation, the device exhibited intermittent atrial oversensing. Programming changes were discussed.